Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer refused to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of 5fu 2136 mg. In 500ml of normal saline was to run at 21.7 ml/hr. Over 23 hours and instead was programmed to run at 500ml per hour. The programming error was discovered approximately 1 hour later with 300ml of the medication remaining. The rate was corrected and the infusion completed without incident; there was no patient harm. The customer has completed an internal investigation and determined that the event was due to a programming error.